Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
Per user facility medwatch form, during procedure, the endoscopic linear cutter used. Staple clip came loose from stapler inside patient's abdomen. Clip was retrieved by surgeon, identified as intact.